Event description:
The customer used the suspect device to check their blood glucose. They obtained a reading of 600 mg/dl all day. They dosed 150 u of insulin over an eight hour period to lower their glucose. Their glucose did not decrease and they continued to feel worse. They called their dr and went to the ER. At the ER their glucose was 198 mg/dl from a finger stick and 145 mg/dl from the lab. Their glucose continued to drop and they were kept and given an IV to raise their glucose. Controls were not used on the system. The device was replaced and requested to be returned for eval.